Event description:
Boston scientific crm received information that there are some battery remaining discrepancies on this device. Per trans telephonic monitoring (ttm) battery remaining 9 months ago stated less than 6 months. During a follow up visit, the device was interrogated and showed 1.5 years remaining. No programming changes had been made during the last 9 months. The programmer was rebooted and interrogation was done again, and the longevity remaining indicated less than 6 months. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.